Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, the tubing was disconnected from site. Patient stated that she first started having issues with the infusion sets about a week ago. The patient did not notice any damage when package was first opened. No further information available.